Event description:
During a breast biopsy procedure the customer received an l3-002 error code when the cutter retracted during initialization. The case was completed by exchanging to their biopsys system. There was no pt consequence reported.